Event description:
Based on the cec adjudication committee, a (B)(6) patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was unstable angina pectoris with acute coronary syndrome present. Angiography performed at that time revealed 95% stenosis to the distal circumflex. The lesion was described as de novo, 20mm in length, b2 and anatomically complex. Thrombus present prior to pci. The reference vessel was 4.0mm in diameter. The lesion was pre dilated with a 3.5 x 15mm balloon at 12atm. A 3.5 x 23mm cypher rx stent was implanted at 16atms. The stent was post dilated with a 4.0 x 20mm balloon at 12atm due to stent not fully expanding. Pre and post-procedure timi flow was 3 and there was 0% residual stenosis. The mid left anterior descending artery (lad) was described as 10mm in length, de novo, b2 and anatomically complex. Thrombus present to pci. The reference vessel was 2.5mm in diameter. At pre-procedure, the ck peaked at 80 (224 u/l), ck-mb was 1.7 (3.6 ng/ml) and troponin was 0.03 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 80, ck-mb was 2.30 and troponin was 0.30. At 16 to 24 hours post procedure, the ck peaked at 80, ck-mb was 4.10 and troponin was 0.61. There were no post procedure complications reported and the patient was discharged the next day. Per the investigator, a peri procedure mi did not occur. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee reported the event to being related to the devise and related to the procedure.

Manufacturer narrative:
Complaint conclusion: based on the cec adjudication committee, a (B)(4) study patient experienced a peri-procedure myocardial infarct. This is a (B)(6) male with medical history including angina, most recent CABG (B)(6) 2008,family history of coronary artery disease, hyperlipidemia, hypertension, history of atrial fibrillation, most recent mi (B)(6) 2008, chronic pulmonary disease, smoking within 30 days, hematuria, history of prostate cancer. The indication for the index procedure was unstable angina pectoris with acute coronary syndrome present. Angiography performed at that time revealed 95% stenosis to the distal circumflex. The lesion was described as de novo, 20mm in length, b2 and anatomically complex. Thrombus was present prior to pci. The reference vessel was 4.0mm in diameter. The lesion was pre dilated with a 3.5 x 15mm balloon at 12atm. A 3.5 x 23mm cypher rx stent was implanted at 16atms. The stent was post dilated with a 4.0 x 20mm balloon at 12atm due to stent not fully expanding. Pre and post-procedure timi flow was 3 and there was 0% residual stenosis. The mid left anterior descending artery (lad) was described as 10mm in length, de novo, b2 and anatomically complex. Thrombus present to pci. The reference vessel was 2.5mm in diameter. At pre-procedure, the ck peaked at 80 (224 u/l), ck-mb was 1.7 (3.6 ng/ml) and troponin was 0.03 (0.09 ng/ml). At 6 to 12 hours post procedure, the ck peaked at 80, ck-mb was 2.30 and troponin was 0.30. At 16 to 24 hours post procedure, the ck peaked at 80, ck-mb was 4.10 and troponin was 0.61. There were no post procedure complications reported and the patient was discharged the next day. Per the investigator, a peri procedure mi did not occur. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee reported the event to being related to the devise and related to the procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079894 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: hydralazine 100 mg qd, isosorbide 20mg bid, lisinopril 20mg qd, metoprolol 25mg bid, amlodipine 10mg qd and diovan 80mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00267 and 3003742446-2012-00268.